Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding tube. The customer states the tip of the product came off after use of 40 days and was left inside the patient, near the left pyloric end. The customer reports they are waiting for the tip to be defecated.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. A sample was received for evaluation. After a visual inspection, the issue reported was confirmed. A visual inspection was performed in accordance to procedure. The root cause analysis determined that the cause was a lack of solvent (thf) during the bonding process. Since this is a manual operation the condition could be originated due to a lack of solvent (thf) between the tip connector to the bolus tip and hollow rod connector. As a mitigation plan: the production personnel were notified about the condition. The acceptable quality level (aql) for the sub assembly inspection was moved from normal to a tightened functional inspection. A quality alert was posted in the line to reinforce the manual assembly and to bring awareness to the operators about the most critical sections that must be covered with enough thf. To improve the bonding process a new fixture will be designed to improve and standardize the thf solvent application between the tip connector to the bolus tip and hollow rod connector. A new fixture was placed in the assembly line to control the length of the connector. This action will detect the connectors that do not meet the minimum length. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.